Event description:
It was reported by the customer that the foot end jack was stuck in the raised position and could not be lowered. There were no pt involvement or adverse consequences reported.

Manufacturer narrative:
Manufacturer's investigation is still ongoing; if additional info is received, a follow-up report may be submitted.